Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed a suture was located approximately 19 to 21 centimeters (cm) from the is-1 terminal end, based on marks in the outer insulation. Lead body damage was noted approximately 22 cm to 25 cm from the is-1 terminal end. The lead did not pass resistance testing, and an x-ray confirmed a fracture in one conductor. The break appeared to have occurred approximately 24 cm from the is-1 terminal end. This type of damage is consistent with repeated stress over time. In this case, we believe the stress was the result of clavicular/first-rib entrapment. The reported noise, oversensing, high impedance measurements, and loss of capture were likely the result of the lead damage observed by the laboratory.

Manufacturer narrative:
This lead has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information was received which indicated that the lead was noted to be fractured. An x-ray was taken, but was inconclusive. Additionally, loss of capture was also observed. A surgical revision was performed and the lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited noise which was reportedly not electromagnetic interference (emi). The noise was oversensed and marked as an atrial tachycardia/atrial fibrillation alert in latitude and caused inappropriate atrial tachy response (atr) mode switches. Then impedance measurements of greater than 3,000 ohms were noted. The presenting electrogram (egm) showed minute ventilation (mv) chop. Troubleshooting and programming options were discussed. There was a slight decrease in bi-ventricular pacing. No patient symptoms were noted. Lead replacement was recommended. The lead remains in service.